Event description:
The reporter stated that the surgeon inserted a aa4204vf single piece silicone lens and the patient's capsule was unable to support the lens as a posterior capsular tear occurred. The lens was cut into pieces to remove from the eye without enlarging the incision. A vitrectomy was performed and surgery was completed with another lens. It was unk when the posterior capsular tear occurred. A competitor's phacocmulsification equipment was used.

Manufacturer narrative:
Evaluation: a work order search was performed for the lens. Results visual inspection of the returned product showed that the lens optic is torn in two pieces. Clear surgical residue/debris on the product. Both sides of the lens optic and haptics were checked for rough and sharp edges and were found to be acceptable. A lens work order search was performed and one similar complaint was found within the search. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.